Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Customer returned the unit to the company for further evaluation.